Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information: this emdr is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H3: device evaluated by manufacturer? Has been selected as yes. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: photograph, video and/or physical sample evaluation: there was a photograph associated with this case and in it, the reported defect can be seen. 16 samples were received for the reported condition, these were subsequently tested and as a result, the reported defect was confirmed. Batch record revision results: lot: 4d01653 was manufactured on 10/apr/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 16/apr/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID): 1738482 and manufacturing order: (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. The reported malfunction could be generated during the manufacturing process of the final line, therefore no further batch record review of the subassembly lots was required. Historical complaints review: on 16/apr/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 4d01653 lot for the malfunction "primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging" defect and no additional complaints were identified. Historical nonconformance review: on 16/apr/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction "primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging" defect for the lot number: 4d01653 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: visual inspection: frequency: 80 units per hour, sample quantity: 640 units per shift, acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have only been 16 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.65% based on our process instruction (pi). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.65. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as a photograph was available for this complaint issue, it was evaluated, additionally, samples for the reported issue were received and later evaluated and as a result, the reported malfunction for the observed product was confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate acceptable quality level (aql) for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Additionally, no harm was reported due to this complaint issue, and the reported unit wasn't utilized. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The distributor reported that there was contamination found in primary packing material. The issue was found on (B)(6) 2025. The product was not used. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Device 5 of 16. (B)(6) samples are available; however, shipping is in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.